Event description:
On 12/11/2025, intuitive surgical, inc. (Isi) received user facility report 5201770000-2025-8301 stating: robotic fenestrated bipolar forceps was notified to have a frayed wire. Instrument was removed from the field and replaced with a robotic cadiere forceps.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.